Event description:
The pt experienced a return of symptoms including increased baseline spasticity and nausea. The pt was admitted to the emergency room. There were no alarms or volume discrepancies. The intrathecal drug prescription and programming were correct. A dye study was performed which revealed no problems. A therapeutic bolus was given with no response. Several dye studies (dates not reported) were done which were negative. The hcp decided to revise the catheter. During surgery an additional 1.7 mls of drug were removed from the pump. A rotor study was performed and found to be normal. The pump was working correctly. The pump and catheter were replaced. The final pt outcome was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump was returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.